Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulty controlling their blood glucose (bg) levels; however, no specific impact or bg values were provided. No further information was provided on the reported event.